Event description:
On feb. 22nd, 2010, our quality department received the information about the following event which should have turned out adversely with the patient's death post op. In the intensive care unit. Dr. Assisting implant surgeon of the hospital, reported via our sales rep about a (B) (6) male patient which was in treatment because of a periprosthetic fracture of the left femur which should have caused when the patient did fall in (B) (6). 2006. During the (B) (6) 2009 after a revision surgery this patient should have mentioned to feel pain. By the x-ray taken on (B) (6) 2010, it was stated that the shaft of the hip endoprosthesis was broken. According to surgeon information the unanticipated revision surgery due to this broken shaft was performed on (B) (6) 2010. It is reported in the surgery report dated (B) (6) 2010, that the peak of the broken shaft was removed with the resection of the proximal femur segment. It is described that a worsening of the patient's condition was noticed during the surgery but his situation allegedly could be stabilized finally so that the surgery was completed successfully by the use of the replacing implants esca pan and esca shaft mml. Later our sales rep. Received the information that patient has died in the intensive care unit. Allegedly an insufflator was used before to try to save the patient's life.